Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away in a motorcycle accident. The caller declined answering any further questions. The customer's blood glucose at the time of death is unknown. It's unknown if the customer was wearing the insulin pump at the time of death. It is unknown if the caller is in possession of the insulin pump.